Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker determined the cause of the issue was the device's therapy pcb. However, due to part obsolescence the device cannot be repaired. Stryker recommended the customer remove the device from service and a replacement device be obtained. The device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the device would not recognize the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.